Event description:
Healthcare professional reported "right side deflation". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening in the radius , crease fold , wear abrasion and yellow particle inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening in the radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease smooth opening in the radius assessed to a fold flaw opening.

Event description:
The device has been explanted.